Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert was presented to the user on (B)(6) 2024, on day 114 after insertion. The returned sensor was tested in-house, and it revealed a loss of chemical performance which caused a decline in the signal modulation. The system correctly disabled the sensor due to performance deviation, and the system's self-test functions were working normally. The root cause of the failure was due to the sensor's hydrogel oxidation. As part of resolution, the RMA was authorized for sensor replacement. B4: date of this report 27 december 2024. G3: date received by the manufacturer? 27 december 2024. H3. Device evaluated by manufacturer? Yes. H6: type of investigation updated to 10. H6: investigation findings updated to 3231. H6: investigation conclusions updated to 4307.